Event description:
It was reported that customer experienced alarm 2 followed by alarm 26 and single occlusion event that did not occur earlier in day prior to contacting support. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge and then resumed insulin delivery using novorapid, and no additional information was received regarding any further outcome of event.